Event description:
A customer reported a minimum fill notification for their insulin pump. There was no adverse impact to the customer's blood glucose level. Despite initial difficulties loading a new cartridge, technical support instructed the customer to remove the pump from its case and clean the pneumatic tap area. After these steps, and with further guidance, the customer successfully loaded a second cartridge onto the pump, allowing them to resume insulin therapy and place the pump back in its case.